Event description:
It was reported that patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The rv lead was capped and replaced in 28 feb 2022. Patient was in stable condition.